Event description:
The manufacturer received information from a caregiver that an ac power cord to an innospire essence compressor had a "short" and exposed wires were observed. The caregiver was advised by the manufacturer to discontinue use of the device and return it for investigation. The manufacturer was informed 23 days later that the device was still being used by the patient, and that the power cord had started to smoke and a flame was observed during use. There was no harm or injury reported. No serial number was provided for the compressor. (B)(4).

Manufacturer narrative:
The manufacturer has made numerous attempts for the return of the device and ac power cord for investigation. To date, no product has been received; therefore the allegation of exposed wires cannot be confirmed. This device is not life sustaining or life supporting. There is no harm or injury reported. If supplemental information becomes available to the manufacturer at a later date, a follow up report will be filed.